Event description:
When the sprinter legend was removed from the patient after use the balloon was stretched apart. No patient injury reported. Evaluation summary: the distal tip, balloon, inner shaft markers and a section of the inner shaft were returned positioned at the proximal end of the guidewire. The balloon material had detached at the distal side of the balloon bond. The distal shaft was severely bunched. The distal shaft detachment site was jagged. The distal tip was damaged and flared indicating that it may have been stubbed

Manufacturer narrative:
Evaluation results: related to operational context-the root cause of the reported event was most likely procedural related. Evaluation conclusion: operational context caused or contributed to the event-the root cause of the reported event was most likely procedural related. (B)(4).